Event description:
Patient received 3 pre-meds through secondary line. When chemo connected, would not run. This has happened twice before and we have eliminated the different sources (pump, air in line, tubing on chemo, etc). It seems as if the primary tubing is malfunctioning at the secondary clave. Once the primary tubing is changed, the infusion continues without problem.what was the original intended procedure?medication for cancer patient.device #1is this a laboratory device or laboratory test?no.